Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Image review: review of the provided image (see crm notes) was performed by regulatory post market surveillance (rpms) analyst. The image of the instrument is consistent with the alleged issue of a broken cable. Root cause of the failure mode cannot be confirmed without the returned device. No further escalation required for the image review.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a fractured wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.